Event description:
A cgm error 42 was reported by a distributor regarding a sensor issue. There was no reported impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was able to successfully start their sensor session without further issues.